Event description:
It was reported that the stenoscope was dropping image during c-arm movement (rotated). No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified a loose connection on hv cable. Repaired loose connection. The system was tested and found to be working as intended and placed back into service.